Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. The customer also reported that he was stuck in the preparing to prime loop. Blood glucose level was 87 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced but declined to return the device for analysis.